Manufacturer narrative:
During the delivery accuracy test at the service center the device alarmed with a check cassette p alarm code. The probable cause of the check cassette p alarm was due to the proximal pressure senor had drifted out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a check cassette service code. This was not an indication of a reportable malfunction. However, during verification testing at the service center the device pressures sensor was found to have drifted out of calibration.